Event description:
The customer reported a non-recoverable communication failure. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ffb pcb was evaluated and re-seated and the ps1 was optimized. The system was tested and found to be working as intended and returned to service.